Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 1/2/00. On 1/10/00 pt sought medical treatment for swelling and redness at the piercing site. Pt was prescribed antibiotics. On 1/17/00 pt had incision and drainage and placed on another antibiotic. On 1/20/00 pt was admitted into the hosp for IV antibiotics and released on 1/23/00.